Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer has had a partial aspiration problem for about 2.5 hours. Customer reported that there were a few drops of pale diluted blood dripping below the needle cartridge. Customer reported that the pale diluted blood was dripping down from the tube puncture area. Customer reported that the volume of the pale diluted blood was less than 1 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the primary aspiration pump and the tubes going through pinch valve (pv) 21 and pv23. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).